Manufacturer narrative:
During carefusion service, a visual inspection of the ventilator revealed that component jp4 pins 2 and 5 of the power flex circuit were burned. The power flex circuit was replaced to correct the problem that was found during service.

Event description:
The ventilator was originally returned for the lemo pigtail remediation with no problems identified by the customer. During service, a visual inspection found the power flex was burned.